Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage. The rv lead was capped and replaced on (B)(6) 2025. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was in stable condition throughout.